Manufacturer narrative:
The device was received and the diopter measured correct as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
Lens was removed and replaced without complication due to improper iol power initially implanted, resulting in an undesired refractive outcome.